Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that an error code was displayed when the user was trying to get a medication with a rxverify. A technical support specialist (tss) remotely accessed the system and confirmed that there were no issues. The tss instructed the customer to refrain from pressing any buttons if the issue reoccurs and to contact support immediately for real-time troubleshooting. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank had rxverify error. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.